Event description:
It was reported during inspection for use, the image on the bronchovideoscope had stripes. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus did not confirm the event, and a root cause could not be identified. Additionally, a b30 error occurred due to a bad printed circuit board. Reasonably known information suggests probable causes such as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.